Event description:
Reportedly, on (B)(6) 2025, the tablet became unresponsive during some tests. Restarting the tablet resolve the issue.

Manufacturer narrative:
Since the device and logfiles are not available for analysis, no investigation could be performed. As the tablet was on version 3.16, the most probable hypothesis is that the known pop-up bug occurred: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - the most likely hypothesis is a programmer software issue, and it is corrected with the smartview version 3.18. This case is retained and utilized for trend purpose.